Manufacturer narrative:
Results: the pet lock on the proximal end of the pod5 pusher assembly was intact. The embolization coil was intact with the pusher assembly. The pod5 was cycled in and out of the introducer sheath without issue. The outer diameter (od) of the embolization coil was measured to be within specification. Conclusions: evaluation of the returned device revealed that the pod5 was undamaged and functional. The od of the embolization coil was measured to be within specification. The root cause of the complaint could not be determined. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod5 coils. During the procedure, after advancing about (B)(6) centimeters of a pod5 coil through a lantern delivery microcatheter (lantern), the physician was unable to advance the pod5 coil any further. Therefore, the pod5 coil was removed and the procedure was completed using a new pod5 coil and the same lantern. There was no report of an adverse effect to the patient.